Event description:
Boston scientific crm rec'd info that after the right ventricular lead was implanted, the atrial was being placed when the pt became unresponsive. The procedure was stopped due to suspected perforation of the right ventricle during atrial placement. The atrial lead was removed and the perforation was found to have occurred. The pt passed away.